Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd screen was found to be cracked. The device was not in patient use. Half of the lcd screen was unable to be seen. The device's lcd screen was replaced to address the issue. Additionally, the display board was replaced due to a damaged ribbon cable. The device was cleaned and tested and passed all final testing.